Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the ok keypad button is intermittently responsive and requires multiple button presses to obtain a response. None of the keypad buttons have normal spring back. There was evidence of keypad contamination found under all key contacts. The ok keypad button was observed to be misaligned. A review of the device history record indicated that the pump was operating within required specifications at the time of release.

Event description:
The patient reported that the ok keypad button is sticking when attempting to prime, resulting in priming more insulin than intended. She stated that the ok button becomes unstuck when she pushed the up or down arrow buttons. She reported that she wears the pump on her belt, and denied cleaning the pump.